Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was confirmed based on the attached picture ((B)(4)_incoming picture.jpg) that display the tip of alleged ar-9831 apollorf i90, aspirating ablator, 90° detached from the probe's tip. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported and observed failure of the device is user error, specifically applying excessive side-loading on the device and/or using the device to enlarge the surgical site or gain access to tissue. Direction for use. Dfu-0242-eor0_fmt_en. E. Precautions.5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access to tissue, which may result in a bent or damaged rf probe.

Event description:
It was reported that during a rotator cuff surgery the plate on top of the device fell off. No broken off part had to be retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The cause of the reported failure is an internal manufacturing issue addressed on (B)(4).